Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(event site state), h6(type of investigation, component codes). The nurse had unplugged and reinserted the helium tubing. The second time the alarm occurred, she used the iab fill key. Esp personnel explained the steps outlined in the help screen: the tubing was clear, the connections were tight, and using the fill key usually resolved the issue. They discussed common causes of the alarm. Her patient was on a ventilator with 8 cm of peep. The alarm did not recur while they were speaking.